Event description:
According to the reporter, during a procedure, when passing a clipper in the trocar, the film breaks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.